Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized for intermittent chest pain for more than 10 years and increasing over a month. The patient underwent a coronary angiography and percutaneous coronary intervention on (B)(6) 2015. One 2.5x18mm xience xpedition stent and one 2.25x23 mm xience xpedition stent were implanted slightly overlapped in the mid to distal left circumflex (lcx) coronary artery. One 2.5x15mm xience xpedition stent was implanted successfully in the second obtuse marginal coronary artery. The patient was discharged on (B)(6) 2015. At a follow-up visit, the patient reported that on (B)(6) 2018 the patient was re-hospitalized for intermittent chest pain that was increasing over half a year. The patient received medical treatment and underwent a coronary angiography on (B)(6) 2018. Percutaneous coronary intervention was performed which showed that there was no restenosis in the two xience stents. One 2.75x22 mm non-abbott stent was implanted in the proximal lcx and a 2.25x28mm non-abbott stent was implanted in the distal right coronary artery (rca). The patient was discharged when the condition resolved on (B)(6) 2018. Per the physician, the relationship between the event and the device is not known. The medical record did not indicate if the proximal circumflex stenosis was within 5 mm of the xience stents. No additional information was provided.